Event description:
The customer reported that the system had an overload fault error and shut down. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage tank, generator drive board, control panel, and snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.